Manufacturer narrative:
According to the field, the rv lead was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This event will be updated should additional information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was positioned but did not give adequate sensing values. The helix of the rv lead was also observed to be defective. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.